Event description:
Reporter alleged obtaining discrepant blood glucose results of 234 mg/dl back to back with a result of 103 mg/dl when testing was performed on the aviva system. The exact time frame between testing was not provided other than the reference to back to back testing. No treatment information or information as to whether any actions were taken was provided. A request was made for the return of the suspect product and replacement product was sent.